Manufacturer narrative:
Updated with additional information for the received product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the quality of sealing has decreased after 10 minutes of use. No patient injury was reported. New info: an activation tone was heard. The user heard the normal end tone when they finished sealing. There was no bleeding. They stopped utilizing the device when it seemed that the device sealing did not work properly. No patient details provided. A similar device was utilized to complete the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the quality of sealing decreased after ten minutes of use. An activation and end tone was heard indicating a completed sealing cycle. No patient injury occurred, and another device of the same type was used to continue the procedure.

Manufacturer narrative:
One used lf1737 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection found eschar on the jaws of the device. The device was activated multiple times on porcine kidney samples, pressing the button in various locations on a range of vessel sizes to detect any activation issues. All seal cycles were completed satisfactorily, and a visual seal effect with an end tone was observed for each application. The investigation found the device to function normally and within specifications. There are factors during use that can affect seal quality, and the instructions for use included with this product lists measures to ensure sealing effectiveness. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the quality of sealing decreased after ten minutes of use. An activation and end tone was heard indicating a completed sealing cycle. No patient injury occurred, and another device of the same type was used to continue the procedure.